Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (unknown) 2007; inratio: 5.2, lab: 3.76, mean: 4.48, confidence limits: 2.5 - 6.5; date: (070281) 2007; inratio: 4.7, lab: 1.9, mean: 3.3, confidence limits: 2.0 - 5.0. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st data set, unknown strip lot number, both inratio and lab values are within the confidence limits for inr testing. For the second data set, strip lot number 070281, the lab inr is not within the confidence limits. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing of strip lot 070281 is required at this time.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: (unknown) 2007, inratio: 5.2, lab: 3.76; date: 2007; inratio: 4.7, lab: 1.9.